Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer also reported having a high blood glucose of 400 mg/dl at the time of incident. It was found the customer experienced high blood glucose with the lot of reservoir. The customer stated the air bubbles were large in size. Customer stated they did not rewind the insulin pump with the air bubbles in place to create air bubbles. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.